Event description:
It was reported that patient on renasys touch for about 6 months with channel drain. Very little exudate reported. Patient reported blockage and canister full. The public health nurse had changed the dressing and canister but same alarms continued. Replacement pump delivered to patient. Alternative dressing used while patient was waiting for replacement.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device or determine a root cause. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation has now been closed with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.